Event description:
A malfunction of the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by technical support with resetting the pump, and the malfunction did not recur afterward. The caller was instructed to continue using the pump and to contact support again if the issue reappeared.